Event description:
It was reported that after an atrial flutter left (l-afl) procedure, the patient suffered a pericardial effusion. Five to six hours after the ablation procedure, while the patient was in recovery area, a blood pressure drop was noted. A transthoracic echocardiogram was performed and pericardial effusion identified. The patient was taken to the cardiac catheterization lab where a pericardiocentesis was performed. The patient stabilized and was held for observation according to hospital protocols. Additional information was requested, but no response has been received.

Manufacturer narrative:
Bwi equipments in use: pentaray nav catheter: d128202 (disposed of, unknown lot #). Acunav catheter: 10135936 (lot # OEM_m-5723-09); carto 3 sn: (B)(4). Stockert sn: (B)(4); coolflow pump sn: (B)(4). (B)(4).